Event description:
It was reported the system made an arcing sound, then an over temp error was displayed and the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.